Event description:
It was reported that the device exhibited >2000 ohms ventricular impedance and capture thresholds were high. A chest x-ray revealed that the ventricular lead was not completely in the header. The pocket was opened and the lead was disconnected from the generator. Blood was found in the connector bore. After flushing out the connector and reconnecting the lead, the impedance was still >2000 ohms. The device was therefore replaced.